Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06414. It was reported that the patient presented in clinic for follow-up. Interrogation of the implantable cardioverter defibrillator revealed that it was oversensing post-paced t-waves on the ventricular lead. There was no inappropriate therapy delivered during the oversensing. Additionally, it appears that the lead itself may have some oversensed noise as well. The device was reprogrammed to address the oversensing. There were no patient symptoms reported.